Event description:
Lens being inserted during cataract removal lens insertion surgery. The cartridge cracked upon insertion and the surgeon was unable to advance the lens. Surgeon felt that the hold may have been too small in the cartridge causing it not to advance properly.